Event description:
The customer reported to beckman coulter (bec) that there was a diluent leak of approximately 0.5 ml from the manual probe on the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There were no instrument error messages generated in connection with this event. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed the leak at the manual probe. The fse adjusted the rinse block, resolving the leak. Additionally, the fse also cleaned blood sampling valve (bsv), dead plate (which supports the sample cassette and the piercing station), flushed high and low vacuum and adjusted primary aspiration pump as part of incidental maintenance. Failure mode was related to misaligned probe rinse block. Beckman coulter internal identification number for this report is (B)(4).